Event description:
It was reported when using the bd pyxis medstation system all the cubie drawer row was failed. The customer stated that the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the row a cubie was not showing the field service engineer found conductive material shorting pins, hence removed conductive material and rebooted to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.